Event description:
Caller reported an issue with a cartridge alarm 30 during the load process, but there was no adverse impact on the customer's blood glucose level. Caller had not experienced this specific alarm with the current pump serial number before. Customer technical support (cts) assisted the caller with loading a new cartridge and consulted with customer service advisor (csa), who recommended replacing the pump as the customer declined further troubleshooting after filling cartridges multiple times. The customer, whose pump is within warranty, was advised that a replacement pump with updated software would be sent. Instructions were given to return the problematic pump within 10 days to avoid charges, and the caller was informed about the need to program the new pump settings and connect their continuous glucose monitor (cgm) to the replacement pump. A mailing address was confirmed for the shipment of the replacement, with no signature required for delivery.